Event description:
Failure code 570 was found in the event history during service testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.